Event description:
Received fax from sales rep, indicating pt experienced hearing loss. Upon evaluation by dr, it appears the campbell universal prosthesis had broken into a few pieces. The pt came back for surgery and had their prosthesis replaced, spoke with contact at dr's office; they reported dr removed broken pieces, used another part 0505, surgery went fine. Rep returned device in a plastic bag lot number 23642600 MFR purchased in 2002. This product is used on stapes footplate. Examined under 20x magnification; there are two very contaminated pieces in the container. Flex ha shaft broke from link and it has been trimmed. Link remains intact to dense ha head. The area where adhesive is applied around the base link and the hollow part of the shaft is covered with stains. Based on available info, complaint filed with FDA as an MDR reportable event.